Manufacturer narrative:
Concomitant medical products: 2088tc competitor lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having to have the device "redone" because of the patient's small frame which caused arm pain. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.